Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d.6.b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 , b5.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "right shell buckle of breast implant " .the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Patient undergone capsulectomy. The device has been explanted and replaced.